Event description:
As reported by the user facility: event #2: reports nurse set infusion of magnesium sulfate to infuse 50 ml per hr, total volume 50 ml. When returned in 1 hr pump was running at kvo rate, but only 1/4 of the bag had infused. She did not report total volume infused at that time. She moved the IV to a second pump serial # (B)(4) and set the infusion the same way aging only 1/4 of the bag infused in the hour. No patient injury. Event 1: MDR#: 2523676-2015-00137.

Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 50ml/hr and 50ml using customer supplied tubing set and the pump tested in specification with upstream and downstream pressure alarms functioning: 1st test: 49.7ml or 99% of expected volume 2nd test: 49.7ml or 99% of expected volume, 3rd test: 49.7ml or 99% of expected volume. Log review shows on (B)(6) 2015 and 2:18pm an infusion start of 50ml/hr and 50ml. At 2:36pm infusion was stopped with a volume infused of 14.98ml. At 2:39pm an infusion start and at 3:28pm infusion was stopped in kvo with a volume infused to 50.36ml. No further infusions took place. Based upon the results of the evaluation, the pump operated as intended and no specific conclusion can be drawn as to the cause of the reported event. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device has been received and the investigation is ongoing at this time. A follow-up report will be provided when the investigation results become available. (B)(4).